Event description:
It was reported that the patient experienced the device stopped cycling due to a cylinder fluid leak with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.